Manufacturer narrative:
Review of DHR for product purchased by facility did not show any defects associated with this lot. Failure to osseointegrate is a well-known inherent risk of dental implants. This is well documented in the literature across implant system. In addition, failure to osseointegrate is included in the IFU as a known complication with various factors that contribute to the risk of implant failure. Patient had poor bone quality and bad oral hygiene.

Event description:
Did not integrate immediately during healing abutment stage.